Event description:
It was reported that catheter removal difficulty and balloon pinhole occurred, and the patient lost consciousness. Vascular access was obtained via right femoral artery. The 75% stenosed target lesion was located in the proximal carotid artery. A 8.0x40x135 cm express ld vascular stent was placed in the proximal carotid artery and pressure was applied at nominal pressure. The physician noted that the indeflator did not increase the pressure easily during inflation. After stent deployment, the balloon seemed to get caught in the stent and was unable to be removed. The physician inflated and deflated the balloon several times repeatedly, but the balloon did not move. A 4fr non-boston scientific guide catheter dilator was raised from the contralateral femoral, then passed through in the stent as to create a space between the balloon and stent. Balloon inflation was repeated for several times, and the balloon was removed from the stent. Upon inspection outside the patient, a pinhole rupture was found in the proximal side of the balloon. The procedure was completed. The consciousness of the patient did not return immediately post procedure. It was further reported that the patient has been recovering.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: an express ld 8 x 37, 135cm, 12atm, was returned for analysis. Device received inserted in a guide catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximally of the proximal marker band. No other issues were noted with the balloon material. The stent was not received back with the device. No issues were noted with the of the device tip. No other issues were identified with the returned device during analysis.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that catheter removal difficulty and balloon pinhole occurred, and the patient lost consciousness. Vascular access was obtained via right femoral artery. The 75% stenosed target lesion was located in the proximal carotid artery. A 8.0x40x135 cm express ld vascular stent was placed in the proximal carotid artery and pressure was applied at nominal pressure. The physician noted that the indeflator did not increase the pressure easily during inflation. After stent deployment, the balloon seemed to get caught in the stent and was unable to be removed. The physician inflated and deflated the balloon several times repeatedly, but the balloon did not move. A 4fr non-boston scientific guide catheter dilator was raised from the contralateral femoral, then passed through in the stent as to create a space between the balloon and stent. Balloon inflation was repeated for several times, and the balloon was removed from the stent. Upon inspection outside the patient, a pinhole rupture was found in the proximal side of the balloon. The procedure was completed. The consciousness of the patient did not return immediately post procedure. It was further reported that the patient has been recovering.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter removal difficulty and balloon pinhole occurred, and the patient lost consciousness. Vascular access was obtained via right femoral artery. The 75% stenosed target lesion was located in the proximal carotid artery. A 8.0x40x135 cm express ld vascular stent was placed in the proximal carotid artery and pressure was applied at nominal pressure. The physician noted that the indeflator did not increase the pressure easily during inflation. After stent deployment, the balloon seemed to get caught in the stent and was unable to be removed. The physician inflated and deflated the balloon several times repeatedly, but the balloon did not move. A 4fr non-boston scientific guide catheter dilator was raised from the contralateral femoral, then passed through in the stent as to create a space between the balloon and stent. Balloon inflation was repeated for several times, and the balloon was removed from the stent. Upon inspection outside the patient, a pinhole rupture was found in the proximal side of the balloon. The procedure was completed. The consciousness of the patient did not return immediately post procedure.